Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen, which is off-label usage of the device, on (B)(6) 2024. The patient experienced inaccurate cgm values which occurred 1 day after the sensor had been inserted in the abdomen. On (B)(6) 2024, the patient felt weak, dizzy and experience vomiting and dehydration. The cgm reading was low and there was no bg reading taken at the time of event. The patient went to the hospital around 2:30 pm, the hospital performed bloodwork and the bg reading was 700 mg/dl. The patient was treated with insulin and fluids. The patient was hospitalized for over 24 hours and admitted to the intensive care unit. On (B)(6) 2024, the patient was discharged around 6:30 pm and the bg reading was 78 mg/dl. At the time of the report the patient was fine. No other details were documented. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator prior to the patient went to the hospital. The reported glucose values fall within the d zone of the parkes error grid when the hospital did a bloodwork. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.